Manufacturer narrative:
The following elements have blank data.

Event description:
A female patient underwent glioma surgery. Subsequently, csf drawn from the patient was left on a counter for an extended period of time in the patient's room, and cultured positive for bipolaris.

Manufacturer narrative:
The following elements have blank data.

Event description:
A (B)(6) female underwent glioma surgery. Subsequently, csf drawn from the patient was left on a counter for an extended period of time in the patient's room, and cultured positive for bipolaris.

Event description:
A (B)(6) female underwent glioma surgery. Subsequently, csf drawn from the patient was left on a counter for an extended period of time in the patient's room, and cultured positive for bipolaris.

Event description:
A (B)(6) female underwent glioma surgery. Subsequently, csf drawn from the patient was left on a counter for an extended period of time in the patient's room, and cultured positive for bipolaris.